Event description:
The customer reported conflicting results with the ID now covid-19 assay for two patients with two lots performed on two dates. This MFR. Report addresses patient one (1) of two (2). The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasal sample using the kit swab. The first test generated a positive result. A repeat test performed on a different ID now instrument generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1057682 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1057682 and test base part number 190-430 / lot 1057682. The lot met the required release specifications. (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Please see (B)(4) for second report.